Manufacturer narrative:
This follow-up report is being submitted, to relay additional information. This complaint was confirmed, by review of returned device. Visual evaluation of the returned product identified, that there is white powder-like debris in the sterile package. The sterile package was opened and had scratches at two places on the bottom of the sterile cavity. Device history record (DHR) was reviewed, and no discrepancies were found. This product was likely, conforming when it left zimmer biomet control. The debris was likely, caused by the inner poly pouch scraping against the tyvek lid, during transit. And the scratches are from the implant moving inside the sterile cavity, during transit. The root cause of the reported issue can be attributed to transit damage. If any further information is found ,which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available, at the time of this report.

Manufacturer narrative:
(B)(4). Foreign : (B)(6). Customer had indicated that the product was being returned to zimmer biomet for investigation, but it has not yet been received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that white particles had attached to implant prepared for total knee arthroplasty when the package was opened. Two worn marks were confirmed inside of the blister.